Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation since the patient could not be contacted, despite numerous attempts, to obtain additional information. The patient reported that the alleged product issue first occurred on (B)(6) 2015 at 10:20am. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. They stated that at 10:20am, in response to the alleged meter issue, they ate less food and/or drink. The patient stated that "a couple of minutes" after the alleged product issue started they developed the symptom of "sweating". Despite experiencing this symptom, the patient denied receiving any type of treatment. No further information was provided at this time. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.